Event description:
Customer states the following: "issue reported to biomed, they noticed a lot of red alarm problems in the history log." Preliminary evaluation of the pump log indicates that there was a sticky outlet valve that occurred during an active infusion; multiple cam movement retries before the pump failed and the infusion stopped. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.